Event description:
Same case as MFR report #: 6000093-2007-01755. Clinical trial. It was reported that 388 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a CABG (coronary artery bypass graft) procedure. The index procedure identified and treated one restenotic lesion of the lima (left internal mammary artery) to lad (left anterior descending) graft measuring 2.5x35mm with 60% in-stent restenosis, mild calcification, and mild tortuosity. Direct stenting was utilized to implant two overlapping 2.5x24mm taxus express2 drug eluting stents. The taxus express2 drug eluting stents were also overlapping a previously placed bare metal stent and a previously placed taxus express2 drug eluting stent. The stents were post dilated resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient underwent a CABG procedure consisting of lima to proximal lad 388 days following the index procedure. There was no in-stent restenosis. The investigator has reported the relationship of the device to this event as unknown.

Manufacturer narrative:
A review of the manufacturing records for this particular batch, a taxus express2 2.50x24mm, found that the device met its material, assembly and product specifications at the time of release to distribution. A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The root cause of this event is unknown.